Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that they kept getting lost sensor. The customer's blood glucose was unknown. The customer stated they took sensor out and sensor was not there. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. No broken or missing parts were observed during analysis.